Event description:
It was reported that during a ladg procedure, the device locked out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary. The analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and formed 1 clip conforming, and ejected the remaining clips. The instrument lock out was functional. No conclusion could be reached as to what may have caused the firing issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.